Event description:
A philips representative became aware of a lead extraction procedure that commenced on (B)(6) 2021, for unknown indication. They were extracting leads on a (B)(6) year old female. It is not known how many leads were being extracted, and it is unknown the lead manufacturer or model. It is also unknown what traction platform was used during the procedure. During the procedure, it was reported that a spectranetics 16f glidelight laser sheath was in use, along with a 14f glidelight device and a cook medical evolution mechanical dilator sheath. A superior vena cava (svc) perforation occurred during the procedure. A sternotomy was performed, but during the repair of the vessel, more shredding of the tissue occurred with every stitch the physician made. The patient did not survive the procedure. The physician reportedly retired the day of the procedure and no further detail was available from the facility. This report captures the 16f glidelight in use and an svc perforation occurred, resulting in the patient's death. There was no alleged malfunction of any devices in use during the procedure.